Event description:
It was reported that during the procedure a polarxfit was selected for use, however after cooling the pulmonary veins and starting to ablate the left superior pulmonary vein (lspv) the error message "the console detected blood in the catheter" appeared, it was decided to replace to another method and the issue was resolved. No patient complications were reported. The device is expected to return for further analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that during the procedure a polarxfit was selected for use, however after cooling the pulmonary veins and starting to ablate the left superior pulmonary vein (lspv) the error message "the console detected blood in the catheter" appeared, it was decided to replace to another method and the issue was resolved. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
Polarx fit balloon cath st was evaluated by boston scientific. Visual inspection noted that no visible blood was seen inside the balloon and no external damage was noted. Leak testing was performed with the same pressure and acceptance parameters as manufacturing, no leak paths related to the blood detection failure were identified during testing. Functional testing with smartfreeze console noted that the polarx device had a normal operational blood detect index. Balloon dissection was performed, and the inner balloon blood detect wire was found to be split. This split could lead to the wires contacting each other, triggering a false blood detection error.the complaint was confirmed.